Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly examined. Visual observation noted two piece of lead was returned. There was severed tip section which showed abrasion in outer insulation. The outer coils were exposed likely caused the high pacing thresholds. There was no fracture noted.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information obtained from the field representative indicates that there was possibly fracture. This rv lead was explanted. No additional adverse patient effects were reported.